Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a welt under the back left te pad, and pain with no visible skin irritation on the left breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised ending use of the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.